Manufacturer narrative:
Patient ID (B)(6) was reviewed. There is some patient movement that could lead to adhesions with the capsulotomy, also settings will be adjusted. Patient ID (B)(6) was reviewed. The eye was stable throughout the procedure, no indication as to what could cause adhesions. Patient ID (B)(6) was reviewed. The centering of the ring was performed well. The cap breakthrough did take 4 frames. Unknown what caused the radial tear. Cases were discussed with the doctor regarding the docking and setting adjustments.

Event description:
P1008 - n/a - issue: on 12/13/2024, cas reported to fse that the doctor (B)(6) experienced minor adhesions during procedure ids # (B)(6) & # (B)(6) on (B)(6) 2024; and a radial tear at the temporal position during procedure ID # (B)(6) on (B)(6) 2024.